Manufacturer narrative:
Return of product has been requested. Reporter returned an unspecified number of toothbrush heads on 06-jul-2018. Product investigation is in progress.

Event description:
Nipping lip (lip injury). Wobbly head, nipping lip (injury associated with device). Wobbly head / head came away from the toothbrush and the silver screw at top of head is missing (device breakage). Must have swallowed silver screw from top of brush head [accidental device ingestion] swallowed screw (exposure via ingestion). Consumer e-mailed stating that his toothbrush had a wobbly head; when he was cleaning his teeth the head came away from the toothbrush and the silver screw at the top of the head was missing. No serious injury was reported.

Event description:
Nipping lip [lip injury]. Wobbly head, nipping lip [injury associated with device]. Wobbly head / head came away from the toothbrush and the silver screw at top of head is missing [device breakage]. Must have swallowed silver screw from top of brush head [accidental device ingestion]. Swallowed screw [exposure via ingestion]. Product counterfeit [product counterfeit]. Case description: consumer e-mailed stating that his toothbrush had a wobbly head; when he was cleaning his teeth the head came away from the toothbrush and the silver screw at the top of the head was missing. No serious injury was reported.

Manufacturer narrative:
27-jul-2018 product investigation results: reporter returned an unspecified number of toothbrush heads on 06-jul-2018. Toothbrush heads confirmed to be counterfeit.